Event description:
It was reported that an ilet bionic pancreas experienced a hardware failure in which the device housing separated into two pieces, consistent with screen bezel separation, while the user¿s glucose was reported at 145 mg/dl and glucose control was not affected. Symptoms included no reported adverse physiological effects and no alerts or alarms from the device. Outcomes included no need for medical intervention and no hospitalization. Investigation included collection of user report and photograph, confirmation of serial number, review of device function history, and arrangements for device replacement with instructions for data sync, shutdown, and return. Investigation of the returned device revealed a confirmed enclosure integrity failure associated with the device¿s external housing/bezel, with no impact to therapy delivery or cgm integration. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the device enclosure of undetermined origin.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.